Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2006. In or about eleven years later, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, perforation of the ivc from one of the struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt and perforation of the ivc could not be confirmed. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter on or about (B)(6) 2006. In or about (B)(6) 2017, the patient underwent an updated CT scan which revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, perforation of the ivc from one of the struts. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
After further review of additional information received updated accordingly. It was reported that a patient underwent placement of the trapease vena cava filter. The information received indicated that a computerized tomography scan performed approximately eleven years after the filter was implanted, revealed that the filter subsequently malfunctioned, tilted, and caused injury and damages to the patient including, but not limited to, perforation of the ivc from one of the struts. The patient is also reported to have experienced abdominal pain and anxiety related to the device. The indication for the device implant was a right lower leg deep vein thrombosis (dvt). The patient had been involved in a motorcycle accident approximately one-month prior and suffered a subarachnoid bleed and multiple fractures of the pelvis, the left transverse process fracture of l1-l3, a right temporal fracture, the fourth metacarpal fracture on the right. The patient also suffered a retroperitoneal hematoma and brain contusion with petechial hemorrhages. The patient was transferred nine days after the accident to receive physical therapy and rehabilitation. Approximately nineteen days later the patient returned to the hospital with complaints of right lower leg pain and swelling, imaging was positive for a svt. The device was implanted via the right internal jugular vein and deployed with the tip at the level of l1-l2. The patient tolerated the procedure well without complications. The procedure reported noted a questionable thrombus in the right common iliac vein. There is currently no additional information available. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt and perforation of the ivc could not be confirmed, nor can a conclusion about a relationship between the reported events and the filter be drawn. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Anxiety and abdominal pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.